Manufacturer narrative:
Currently, no definitive conclusion can be made. It is alleged the retention clip came free once the balloon tore during removal. The balloon inflated, therefore there is no indication of a defect within the balloon. The sales representative noted that the cannula was close to the mesh and balloon and it is possible it got caught while being pulled free. The product was disposed of by the user facility therefore no evaluation can be performed. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. As the device was not returned a root cause cannot be determined.

Event description:
The following was reported by a davol sales representative: it is alleged that the echo balloon tore during removal. The sales rep stated that the balloon inflated without issue. When the user went to remove it approx. 25% of the balloon remained attached to the hernia patch, along with one retention clip when the balloon was pulled free. It was noted that the one of the other retention clips came free from the device, falling into the abdomen, but was clearly visible and was removed from the site without issue. The remaining portion was then grasped and pulled off without issue along with the remaining retention clip. He reported that the surgeon grasped in the appropriate balloon pull zone and no problems occurred during fixation. The rep did mention that the cannula was close to the edge of the mesh, so it is possible that the balloon could have got caught on the end of the cannula. The product in question was disposed of at the user facility. This was the surgeon's first use of echo. The problem did not cause any significant delay to the case or result in any adverse pt event. As an event of this nature could result in the need for intervention to locate and remove any portion of the device that could come free from the device, an MDR is being filed to document this event.